Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735836. Product ID: 9735821r, serial/lot #: (B)(6), UDI#: (B)(4) h3, h6. A medtronic employee went to the site to test the equipment. The scu and ethernet cable were replaced initially but the issue was not resolved. The ssd and the camera were replaced and the system performed as intended. Codes b01, c08, c07, and d02 are applicable. H3, h6: the camera, lot: p919714, was returned to medtronic for analysis. The camera had scratches on the housing and lenses. A check of the event log did not show any adverse events. The camera failed an accuracy test (aak) at .256mm with a passing threshold of .250mm. There was an electrical failure mode. Codes b01, c02, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there was tracking issues. When calibrating the imaging system instruments, the camera had a yellow light-emitting diode (led) and would not track instruments. The lights on the back of the system control unit (scu) were blinking red. Selftest showed scu disconnected. Technical services (ts) suggested swapping ports on the back of the router to ensure the router port was not the issue and replacing the ethernet cable from the router to the scu to confirm that the cable was not the issue. If both replacements did not fix the issue, then ts believed the scu needed to be replaced. Troubleshooting was performed. The network device interface (ndi) toolbox showed the following: a scu connection failure, attempt file -> connect to -> connect to scu - unresolved, and scu led: no tools available, pending. The manufacturer representative (rep) sent images indicating the scu was functioning as intended (yellow and green led). Ts requested rep to check selftest and if instruments track in clinical application (app). There was no patient involvement. Additional info rmation was received. It was reported that troubleshooting was continued. The selftest was still reporting the scu as connected, and the amber light was still present on the camera. Ts had the site use a known working ethernet cord to bypass the ethernet cord from the scu to the router. Selftest still reported that the scu was connected, and when checking the nditoolbox it was still reporting "scu connection failure." Ts believed the scu was faulted. Additional information was received. It was reported that additional troubleshooting was performed after replacing the ethernet cable and the scu. The issue was unresolved, there was an amber and green light on the camera. The position sensor zero in ndi was unable to be accessed. Selftest showed the scu connected and all components in internal were connected. The ndi could select the camera or scu and show details, but there was no "position sensor zero" tab. There was green power over ethernet (poe) and green leds on the o-ring and uninterruptable power supply (ups). The only led of note was on the ethernet connection on the personal computer (pc) over internet protocol (ip) (pcoip) was amber and red. Another ethernet cable was used to plug into the router and into the o-ring port that was connected to the pcoip with no change and the camera still had an amber light. The connection was reseated into the back of camera and internal camera connection in the camera arm, and there was still an amber light and green light on the positioning sensor unit (psu). The scu had a green light. The camera could track instruments in the clinical app. The ndi still showed the scu connection failure for configuration. Ts recommended sending another scu. Additional information was received. It was reported that the second refurb scu did not resolve the issue. The scu was still not connecting on the nditoolbox, and the amber light on camera was still on. The rep requested a brand new scu, and not a refurb. The rep called for additional troubleshooting as replacing the second scu did not resolve the issue. Selftest showed connected to internal components and green led on scu. Princamdiag showed scu configured by not present but no system faults. The ndi could still connect to the scu but showed scu hardware fault. Ts noted the scu connections was missing the 192.168.59.220 internet protocol (ip) address and was unsure the significance at this time. After discussion with ts, it was decided to replace the solid state drive (ssd) as suspecting a ndi toolbox issue. Additional information was received. It was reported that after replacing a second scu and the ssd, the camera was still not tracking active instruments. The ndi toolbox showed "scu connection failure." Selftest showed green connections related to the scu. The ups showed a green alternating current (ac) light on, error (err) light was off, and the battery light was yellow. Ts had the rep shut the system down, unplug from the wall power and move the ethernet cable from the scu from router port 3 to port 6. The rep also reseated the power cable on the ups end and scu end. The rep reseated the ethernet cable on the scu end. The rep connected the system to the wall power and booted the system back up. There were green lights on at back of scu. Selftest still showed scu was connected, but nditoolbox showed scu connection failure. Ts instructed the rep to navigate on the nditoolbox to file >> connect to... The screen showed a status message "invalid command." The rep logged into the application, initiated a spine procedure and then opened printcameradiagnostics. This window showed optical status connected, but all physical ports disconnected. Under diag for optical, system fault "scu configured but not present" shown. Ts had the rep ping the scu from the terminal, and it was reported that no packet loss over 32 seconds. Ts reaching out to research and development (r<(>&<)>d) engineers for assistance with this issue. Additional information was received. It was reported that the rep replaced the camera and had a green led. The rep confirmed that in ndi toolbox, the position sensor was zero and no faults were found.